Manufacturer narrative:
(B)(4): the reason for implantation was pelvic organ prolapse, stress urinary incontinence, rectocele and vaginal wall prolapse.(B)(4).

Event description:
Updated information:the reason for implantation was pelvic organ prolapse, stress urinary incontinence, rectocele and vaginal wall prolapse.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and advantage transvaginal mid-urethral sling were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and other. It was reported that patient underwent on (B)(6) 2008 an exploratory laparotomy, lysis of adhesions, enterolysis, bso and ureteral stent placement. It was reported that on (B)(6) 2008, the patient underwent repair of ventral hernia repair with mesh. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.